Event description:
It was reported that the device reached battery depletion after being implanted for four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. S2d review: pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.75 to 2.65 volts between (B)(6) 2011 and (B)(6) 2012, is before device eri<= 2.62 volt. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.